Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that prior to use at the healthcare facility, the suction tube device broken in half when it was dropped. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that prior to use at the healthcare facility, the suction tube device broken in half when it was dropped. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
It was reported that the device was dropped during handling and broke in half upon ground impact. Based on the nature of the reported event and the information received during follow up report, the event was caused by use error.